Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a incomplete cartridge change alert. Tandem technical support (cts) explained the cause of the alert (the load process is begun but not completed within 3 minutes), however the customer reportedly had not navigated to or begun the load process at the time the alert was declared. The customer's blood glucose level was 104 mg/dl. Reportedly, the customer completed the load process to resolve the alert. The customer declined further troubleshooting with cts.